Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician was unable to see the clear p-waves and was unsure if the patient was in atrial fibrillation. Clinician was unable to adjust gain through website on their own. The gain signals were increased with the help of abbott's representative and no issues were noted. Patient was stable.

Event description:
New information received notes the issue occurred again on (B)(6) 2019. Clinic was unable to adjust gain through website on their own. Issue was resolved with the help of abbott's representative. Patient was stable.